Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f-66 alarm (supply voltage of cpu circuitry is too high). This occurred upon turning the device on. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: the device was serviced on-site by a field service technician. Visual inspection was performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f38 alarm (malfunction in tube misloading detection circuitry) was identified during turning on the machine. The cause was damaged force sensor resistor (fsr´s). The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.